Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer inspected the system on site and identified a defective x-ray biplane pc. The x-ray biplane pc was replaced and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was not booting up. The system was outside of clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.